Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display of the pump head started rolling and flickering then blanked out completely. The roller pump was being used as a sucker pump. The pump continued to function and was controlled by the encoder knob and central control monitor (ccm). The device was not changed out, as the perfusionist was able to control the speed by turning the knob on the pump. He turned the individual roller pump off by the keypad. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.